Event description:
It was reported that bd insyte autoguard catheter tip problem. The following information was provided by the initial reporter, translated from portuguese to english: material has a problem with the tip of the catheter, as shown in the attached image. Customer with material in quarantine and wishes to return.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
A device history record review was completed for provided material number 38181214 and lot number 4092056. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a product with a needle through the catheter was observed. It is worth noting that if the product was transfixed during manufacturing, it would not be possible to use the product. It is probable that the observed defect resulted from the use of the product. When performing the 360-degree rotation, it is possible that the catheter was pushed forward and during the puncture, the catheter became transfixed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.